Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was also received with moisture damage on the motor, vibrator tube and battery tube assembly. The pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was 15.5 mmol/l. The customer stated that she accidentally went swimming with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.